Event description:
Began using dream station CPAP in 2017. Sinus issues, irritated throat. Ent visits starting in 2019 to present day; speech therapy started in 2019 to 2020; cat scans to present day.